Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: spectra wavewriter ipg kit, upn: (B)(4), model: sc-1160, serial: b)(4), batch: 358746. The device was not returned for analysis and the complaint of paralysis could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probably cause for the complaint; therefore, the cause cannot be established.

Event description:
It was reported that the patient underwent a full system explant because he was experiencing a deficit in his legs. It was assessed that the deficit in the patients legs was due to an epidural hematoma, and the cause of the hematoma is unknown. The patient is doing well and walking around post-explant procedure. The explanted products will not be returned since it was kept by the medical facility.